Event description:
It was reported that during an unk procedure, the device tore after the specimen was in the pouch. They had to irrigate after the device tore. Unk how the case was completed. There was no pt consequence. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device not returned. Evaluation summary. As a lot number was not received, a device history review could not be performed.